Event description:
It was reported that upon deployment of the filter, one filter arm was crossed over another arm. The filter was repositioned with a snare device and the arms uncrossed into a normal configuration. No pt injury reported.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be received. The device remains implanted. The investigation is currently underway.